Event description:
Consumer reported complaint for error messages (e-0 and e-5) and low blood glucose test results. The customer is concerned with test results from results obtained of 55 mg/dl. Customer reported feeling shaky and having blurry vision at the time of the call but denied the need for any medical intervention. Customer stated that based on the 55 mg/dl that he had obtained earlier from the meter, he had chewed 8 glucose tablets. The customer does not know their expected blood glucose test result range. During the call, a blood test was performed by the customer and produced e-0 error using true metrix air meter. Customer stated that he is a forearm tester; customer stated that he did not have the clear end cap for forearm testing. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 11/15/2023 and open vial date is 08/08/2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(6) 2022. Test strips were not returned for evaluation. Meter was returned-evaluation in process note 1: manufacturer contacted customer in a follow-up call on 09-aug-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still having blurry vision and feeling shaky. No medical intervention since the last call was reported. Customer had tested using the true metrix air meter and had obtained a result of 95 mg/dl non-fasting. Note 2: manufacturer contacted customer in a follow-up call on 11-aug-2022 to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern- able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 30-sep-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-0 with lab controls. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios.